Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at occipital- t2. It was reported that the set screw on the right side backed out and the setscrew on the left side loosed. A revision surgery was performed to remove and replace the set screws. A crosslink was also added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 6950315, 510k # k042498 was cleared in the united states. Manufacture date for lot h13a5576 is 02/14/2013; manufacture date for lot h13a6298 is 02/16/2013; manufacture date for lot h13a6299 is 02/20/2013; manufacture date for lot h13b0854 is 02/17/2013; manufacture date for lot h13b3156 is 03/09/2013; manufacture date for lot h13b3157 is 03/05/2013; manufacture date for lot h13c2140 is 04/09/2013. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.